Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed that the hardware issues would not affect the samples' validity. Customer understood and reported no further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported questioning one sars-cov-2 tma run, wl (B)(4) using assay lot 289870 on panther instrument sn (B)(4). The wl in question had flags due to hardware errors, so customer questioned if the samples were valid. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.